Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction revision with two unknown smooth 235cc mentor memorygel implants on (B)(6) 2019 experienced bilateral wound dehiscence post procedure. Additionally, the patient experienced unexplained systemic symptoms. Involuntary muscle movements, twitching, tremors, hand flapping, muscles vibration, dizziness, balance problems, difficulty swallowing, hair loss, ringing in the ears, breast rash, severe bloating, pain, loss of appetite, swelling of the hands and feet, shortness of breath, sweating, severe fatigue, and air bubbles in the urine were all noted. She consulted a physician who thought it was possibly due to side effects to anastrozole, however, this was never confirmed. The patient had left implant and capsule removal on (B)(6) 2019. They were taken for culture and were gram stain and fungus negative. The patient stated that her condition has improved since implant removal, although fatigue and sweating are still present. The patient indicated that she still plans to have the remaining capsule removed from the right side, as well as the right implant, however, at the time of this report mentor has not received any information regarding an explant date. This report relates to the right prosthesis. See 1645337-2019-19920 for contralateral prosthesis report. This event is the second of two events reported directly to the FDA by the patient under mw5088570. The manufacturer¿s reference number for the other event is (B)(4).